Event description:
It was reported that there was an explantation of a total knee. The patient had a bakers cyst that had been drained this past weekend and was still causing pain. The surgeon went to do an I&d and noted loosening of the patella. Realized that an explant was needed and removed all hardware.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested and if received, will be provided in a supplemental report. Not returned.

Manufacturer narrative:
An event regarding patella loosening involving a triathlon asymmetric x3 patella was reported. The event was not confirmed. Device history review: indicated all devices accepted into final stock met specifications. Complaint history review: there have been no other events for the lot referenced. Conclusions: the exact cause of the event could not be determined because no medical records, x-rays or device were provided for evaluation which is needed to determine the root cause for the reported event.

Event description:
It was reported that there was an explantation of a total knee. The patient had a bakers cyst that had been drained this past weekend and was still causing pain. The surgeon went to do an I&d and noted loosening of the patella. Realized that an explant was needed and removed all hardware.